Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon pulled the trigger at the cystic duct and the clip shot outside; it did not place on the cystic duct. The doctor repeated pulling the trigger and it shot out again. The first clip was okay to use, but the second and third clip had problems placing on the cystic duct. The case was completed with another device. There were no adverse consequences for the patient.